Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 10/22/2021 to 08/04/2023. There was no data available to verify unexpected alarms/suspends and bolus/basal delivery for the event date of 08-aug-2023. Please see below for pump errors/alarms noted 1 week prior to the event date 08-aug-2023 in the formatted history file.  Low battery alert was recorded and found in the formatted history file on: 08/04/2023 13:43:01.000 replace battery alert was recorded and found in the formatted history file on: 08/04/2023 23:14:00.000 08/04/2023 23:24:00.000 replace battery now alarm was recorded and found in the formatted history file on: 08/04/2023 23:45:00.000 08/04/2023 23:55:00.000 pump error 23 alarm was recorded and found in the formatted history file on: 08/04/2023 23:56:03.000 power loss alarm was recorded and found in the formatted history file on: 08/04/2023 23:56:31.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Upon checking on the power data/detail trace file, low battery alert and replace battery alert/replace battery now alarm were expected since the battery in the pump is low on power or does not have enough power. The customer may have used a low/no power/depleted battery. Pump error 23 alarm and power loss alarm were expected since the pump resets due to battery backup depletion/low power. Pump error 53 alarm was recorded and found in the formatted history file on: 08/04/2023 23:56:29.000 pump error 53 alarm due to software error (linenumber = 5632 ; filenumber = 2005). The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. Force sensor zero offset within specification (22.6 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Please see below for the customer's daily total of all insulin delivered surrounding the date of 04-aug-2023 listed on pump history and the days prior to that date. 07/26/2023 dailytotalofallinsulindelivered = 31.1 07/27/2023 dailytotalofallinsulindelivered = 31.325 07/28/2023 dailytotalofallinsulindelivered = 32.35 07/29/2023 dailytotalofallinsulindelivered = 31.85 07/30/2023 dailytotalofallinsulindelivered = 29.15 07/31/2023 dailytotalofallinsulindelivered = 29.4 08/01/2023 dailytotalofallinsulindelivered = 23.575 08/02/2023 dailytotalofallinsulindelivered = 13.225 08/03/2023 dailytotalofallinsulindelivered = 9.6 08/04/2023 dailytotalofallinsulindelivered = 13.2 there is no available data after 04-aug-2023. The pump passed all the required testing. However, pump error 53 alarm was confirmed according in the formatted history file due to software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer passed away on (B)(6) 2023. Troubleshooting was performed and found that the cause of death was due to cancer acute carcinoma the customer was hospitalized due to cancer. The blood glucose level at the time of death was unknown. The customer was not wearing the pump at the time of passing. The customer will discontinue the use of the insulin pump. The insulin pump was returned for analysis.